Event description:
This report is to advise of a displaced electrode exposing internal wiring found on the catheter during analysis.

Manufacturer narrative:
One uni-directional, curve f, flexability sensor enabled ablation catheter was received for evaluation. It was noted that electrode 2 was displaced exposing the wire at the weld joint. Electrode 2 read as an open circuit. Dissection revealed conductor wire 2 had been fractured and exposed proximal to the weld joint, consistent with the open circuit detected. Electrodes 1 and 3-4 met specifications of acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displace electrode and exposed conductor wire remains unknown.